Event description:
Rptr alleged obtaining low blood glucose results of 39 and 58 mg/dl however was not experiencing hypoglycemic symptoms at the time of testing on the advantage system. The domestic manufacturer's representative discovered the first digit of the meter display was missing during a display check on the system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.